Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the outer shaft has not been retracted and the stent has not been released. In the course of technical investigation the handle was opened and it was detected one part of the assembly was in an incorrect position which caused the outer shaft to be not retractable. To prevent recurrence the respective internal departments were informed about this case and we are reviewing our quality systems processes.

Event description:
A pulsar-18 stent system was chosen to treat a severe calcified lesion (90 percent stenosis degree) in a mid sfa. After the device was advanced to the target lesion the stent could not be released.